Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred.  No product or data was provided for evaluation. Confirmation of the allegation and a root cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Correction "a review of the share logs was performed and a failed transmitter error was found within the investigation window."

Event description:
There was no log available to download. The allegation was undetermined.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. The device was visually inspected and passed. Voltage testing was performed and failed due to no voltage. A review of the share logs was performed and a failed transmitter error was found within the investigation window. Confirmation of the allegation and root cause could not be determined.